Event description:
Patient scheduled for craniotomy for av malformation. Patient placed in radiolucent skull clamp by dr and patient then was turned prone for procedure. Skull clamp then slipped from position (while head held by dr), causing approx. 3cm superficial laceration on left side of patient's head. Patient then turned back supine on stretcher and laceration stapled closed by dr. Skull clamp re-applied by dr and patient again positioned prone. Procedure proceeded as scheduled. Manufacturer response for skull clamp and torque screw, skull clamp and torque screw (per site reporter). Device was taken out of service and evaluated by manufacturer. Loaner provided.

Event description:
Patient scheduled for craniotomy for av malformation. Patient placed in radiolucent skull clamp by dr and patient then was turned prone for procedure. Skull clamp then slipped from position (while head held by dr), causing approx. 3cm superficial laceration on left side of patient's head. Patient then turned back supine on stretcher and laceration stapled closed by dr. Skull clamp re-applied by dr and patient again positioned prone. Procedure proceeded as scheduled. Manufacturer response for skull clamp and torque screw, skull clamp and torque screw (per site reporter). Device was taken out of service and evaluated by manufacturer. Loaner provided.